Event description:
During cardiopulmonary bypass, the centrifugal pump motor made a clicking/whistling noise. Blood flow suddenly dropped from 4.8 lpm to 2.3 lpm. Subsequently, flow stopped completely, accompanied by a "backflow" alarm and "underspeed" warning message. The motor was replaced and the surgery completed without further incident. No adverse health consequences were reported.